Event description:
It was reported that there was an odor coming from the homechoice (hc) machine during fill 3 of 5. The home patient (hp) reported that it was a burnt and sweet smelling odor. The hp stated that it smelled mostly during the drain cycle. There was no patient injury or adverse event associated with this report.

Manufacturer narrative:
(B)(4). The device was received and the initial evaluation did not confirm the reported condition. Visual inspection and functional tests were performed and the device was determined to meet functional and electrical performance specification requirements. Review of service history revealed no failures/problems that were the same as, or similar to, the reported issue. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was evaluated and no failure was identified that could have caused or contributed to the reported issue. The reported issue was not confirmed and the cause could not be determined. If additional relevant information becomes available, a follow up medwatch will be submitted.